Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. A faulty faradrive sheath's valve was detected, air bubbles were getting into the sheath. The device was replaced and procedure was completed successfully. No patient complications were reported.